Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 08-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user did not receive the medication prescription verify request. A technical support specialist (tss) identified that the order quantity exceeded the available stock in the cabinet. The tss instructed the nurse to enter the quantity as one, as only one unit of oxycodone was available in each cubicle. The tss confirmed that after entering the correct quantity, the order was successfully transmitted to the pharmacy, approved, and the medication was issued without further issues. The system functioned as intended after the technical support specialist had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user does not receive the rxverify request despite stated that the medication had already been approved. Additionally, the issue occurred as the order quantity exceeded the available stock in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.